Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. The mps reported a robot connection error. The first case was started using the robot but completed manually and all other cases were completed using the bypass.

Manufacturer narrative:
Follow-up #1 and final report submitted to correct the catalog #. Reported event: ethernet cat5 to fiber conv robot connection error. Method & results: device evaluation and results: device evaluation was performed and the ethernet cat5 to fiber conv event was confirmed. Device history review: a review of the DHR associated with rob343 found quality inspection procedures successfully passed with no notes or comments. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the ethernet cat5 to fiber conv robot connection error failure of p/n: 200933. There have been no other similar events for the referenced serial number. Conclusions: the ethernet cat5 to fiber conv reported event was confirmed. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. The mps reported a robot connection error. The first case was started using the robot but completed manually and all other cases were completed using the bypass.